Manufacturer narrative:
Correction: section a1, the correct patient identifier should have been (B)(6), rather than (B)(6).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker exhibited noise oversensing resulting in pacing inhibition. During the explant procedure, the noise was reproducible when the physician tapped on the pacemaker header. The pacemaker was explanted and replaced. The patient was in stable condition.